Event description:
A 16cm long mahurkar q plus temporary dialysis catheter was then placed over a nitrex wire with the tip advanced into the upper right atrium. The nitrex was then removed. Subsequent fluoroscopy of the chest showed the distal tip of the nitrex guidewire to have fractured during removal with the catheter fragment exiting from the distal portion of the catheter into the right atrium. The fracture likely occurred related to the valve being partially closed on the catheter to prevent bleeding as the guidewire was removed.